Event description:
Reaction of synoviax on hyperosmolar injection solution (right knee joint) [synovial disorder]. Knee is swollen/right knee joint [joint swelling]. Right knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a female patient (demographics not provided), initials unknown. The patient's medical history was significant for previous use of synvisc one (no adverse events with this administration). On an unspecified date, in (B)(6) 2012, the patient initiated treatment with synvisc one (hylan g-f 20) injection, route and dosage not provided, once in an unspecified location. The lot number for synvisc one was not provided. On an unspecified date in (B)(6) 2012, the patient experienced knee swelling. The outcome for the event of knee swelling was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The reporting physician did not provide the relationship between synvisc one and the event. Follow up information was received on (B)(6) 2012, from a physician providing patient information, medical history, therapy details, synvisc one lot number and expiration date, events information and laboratory tests. The patient was a (B)(6), with osteoarthritis (grade iii; approximately, since three years). The patient's medical history was significant for the presence of joint narrowing, osteophytes and previous medical device implantation with synvisc one in (B)(6) and on (B)(6) 2011. On (B)(6) 2012, the patient initiated treatment with synvisc one, once, in right knee. On (B)(6) 2012, the patient experienced knee swelling. It was reported that the patient experienced a reaction of synovia on hyperosmolar injection solution (right knee joint). On (B)(6) 2012, the patient developed right knee effusion and had arthrocentesis of right knee. On (B)(6) 2012, the patient again had right knee arthrocentesis and recovered from the event of knee swelling. The outcome for the event of right knee effusion and reaction of synovia on hyperosmolar injection solution on (right knee joint) was not provided. Concomitant medications were not provided. The intensity for the event of knee swelling was moderate and the intensity for the events of right knee effusion and reaction of synovia on hyperosmolar injection solution (right knee joint) was not provided. The reporting physician assessed the relationship between synvisc one and the event of knee swelling as possible and did not provide the relationship between synvisc one and the events of right knee effusion and reaction of synovia on hyperosmolar injection solution (right knee joint). Follow-up information was received on (B)(6) 2012, from the physician which made the case serious as steroid was administered as treatment. On (B)(6) 2012, the patient developed reaction of synovia to hyperosmolar injection solution (right knee joint). It was reported that the patient was treated with triamcinolone. On (B)(6) 2012, the patient recovered from the event of reaction of synovia to hyperosmolar injection solution (right knee joint). The intensity for the event was severe. The reporting physician assessed the relationship between synvisc one and the event of reaction of synovia to hyperosmolar injection solution (right knee joint) as probable.

Manufacturer narrative:
Follow up information was received on (B)(4) 2012 in the form of qa (quality assurance) investigation results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Evaluation summary: the qa (quality assurance) investigation summary was received on (B)(4) 2012. The production and quality control documentation for lot #p1215, with expiration date (2015-02) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.